Event description:
It was reported to philips that the system was unable to bootup. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing a planned non-emergency treatment, which was completed by using another system. The philips remote service engineer (rse) checked the device remotely and confirmed that the system was unable to bootup. A review of the system logfile confirmed the reported malfunction. The fse visited onsite and upon functional testing, the fse found that the mains power distribution unit (mpdu) f14 fuse open. To resolve the reported issue, the fse replaced the mpdu fuse, reconnected lateral detector chiller and checked all mpdu fuse. After replacement of fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.